Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set broke at the quick release on the day when it was implanted. The patient's blood glucose level was normal and medical treatment was not required. No further information available.